Event description:
It was reported that a stent damaged occurred. The patient underwent a percutaneous coronary intervention (pci) to the mildly tortuous and moderately calcified left main left anterior descending artery (lm-lad) using a non-boston scientific guiding catheter and 6500 units of heparin. The 70% stenosed target lesion was located at a bifurcation region. Initial ivus assessment was performed, and a 3.5 x 28 mm synergy xd drug-eluting stent was deployed. Post-dilation was performed with a 4.0 x 12 mm non-compliant balloon catheter. Post-procedure ivus revealed suspected stent damage. A 4.0 x 16 mm synergy xd was deployed to cover the damaged stent. Final angiographic and ivus assessments showed satisfactory results. No patient complications reported, and the patient was stable post procedure. The day after the patient was discharged, the patient stated they set off a store anti-theft system. The patient returned to the cardiology department for follow-up 13 days later. The physician stated that the alarm would only sound if there were anti-theft labels on store products. The patient stated that they again set off an alarm 3 days after the follow-up visit and is troubled by this series of alarms.